Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 289 mg/dl. The customer was admitted to intensive care unit on (B)(6) 2016. Customer's blood glucose at time of admission was 351 mg/dl. Customer cause of hospitalization was diabetic ketoacidosis. Customer was wearing the pump at time of hospitalization. The customer was explained the 2 high blood glucose rule. The customer declined to run the high pressure test. Customer stated that he had low blood glucose of 40 mg/dl. Customer was offered to troubleshoot for low blood glucose but declined.